Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed peeling off of the coating on the insertion part of the scope and the image guide line could not be determined, however, it is likely that the issues were due to physical stress applied to the insertion section during user handling and or external factors, causing the coating to peel. The event can be prevented by following the instructions for use (IFU) which state: important information : lease read before use: precaution for disappeared or frozen endoscopic image; warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. Do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system: inspection of the endoscopic image. 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting: if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the image guide bundle had significant breakages and a stain. The connecting tube had a dent. The indication on the connecting tube had a disappeared area (1mm2 or more). The connecting tube had coating peeling (1mm2 or more). The suction connector had a scratch. The universal cord had a scratch. The universal cord had a dent. The up/down angulation lever plate had a scratch. The angulation lever had a scratch. The grip had a scratch. Switch 4 had a scratch. The switch box had discoloration. The suction cover had a scratch. The control unit had a scratch. The image guide protector had a cut. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The connecting tube had a wrinkle. The adhesive on the bending section cover had a chip and slack. The switch box had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchofibervideoscope insertion section was buckled, there were black spots in the image in 3 places, and there was a broken fiber. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling. (1mm2 or more), and the indication on the connecting tube had a disappeared area. (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.